Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft. Outflow graft / (B)(4) / model #: 1125 / expiration date: UDI #: asku. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the ventricular assist device (vad) exhibited low flow alarms and the patient exhibited cardiopulmonary arrest and loss of consciousness. Medication was administered and cardiopulmonary resuscitation performed. Transthoracic echocardiogram (tte) showed proper placement and function of the vad. The outflow graft was suspected to have been kinked when patient was being turned. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump hw31479 and outflow graft 1423295 were not returned for evaluation. The reported low flow event was confirmed via review of controller log files, which revealed 8 low flow alarms logged since march 6, 2018. 1 vad disconnect alarm was also recorded on march 6, 2018, likely due to a physical disconnection of the driveline from the controller. The reported kinking of the outflow graft could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, inappropriate pump rotational speed, kinking/bending of the outflow graft. Additional products: outflow graft /1423295; model#: 1125 / expiration date:unknown; UDI #: (B)(4); concomitant medical products: no; mfg date: unknown; labeled for single use: no; FDA method code(s): 3372; FDA results code(s): 213; FDA conclusion code(s): 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.